Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 470 mg/dl. The customer was treated with the manual syringe. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The troubleshooting was performed for the high blood glucose. Based on customer report customer was not alleged insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap was appeared normal. The insulin pump will not be returned for analysis.